Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The following additional information received per the patient profile from (ppf) indicates that the device was unable to be retrieved although there have been no attempts on records to remove the filter. The patient also reports to be suffering from anxiety. According to the medical records, the filter was deployed in the inferior vena cava (ivc) and was in good position.

Manufacturer narrative:
After further review of additional information received updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The indication for the filter placement was not provided. The device was placed via the left common femoral vein. The operative note indicates a normal caliber inferior vena cava (ivc) with good placement. Information contained in the patient profile from (ppf) indicated that the device was unable to be retrieved although there have been no documented attempts to remove the filter. The patient became aware of the retrieval difficulty approximately five and a half years after the implant. The patient also reports to be experiencing anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The reported ¿device unable to be removed¿, could not be confirmed and could not be further clarified at this time. Without the procedural films and/or post implant images to review, the reported retrieval difficulty could not be confirmed. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. The information provided does not mention any specific malfunction of the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.